Event description:
Boston scientific received information that a red alert was triggered due to a high out of range shock impedance measurement. It was noted that the values had been trending up for the last year and since the implant. A review of the date by technical services confirmed an out of range shock impedances measurement, while all other values appeared normal. Technical services discussed normal follow ups. No adverse patient effects were reported.

Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.